Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator showed that the right ventricular (rv) lead had failed to capture. It was also noted that the rv lead had a history of oversensing noise resulted in pacing inhibition. The lead was capped and replaced on 6 feb 2024. The patient was stable throughout the procedure.